Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted and placed on the tricuspid valve. However, during deployment, after the lock line was removed during the second lock test, the clip opened from 20 degrees to 60 degrees. The clip was deployed on the tricuspid valve. It was noted the clip remained stable on the leaflets. No additional clips were implanted, and the procedure was completed. The tr was reduced to a grade of 4-5. There were no adverse patient effects and no clinically significant delay in the procedure.